Event description:
It was reported that an asymptomatic patient presented in the or for change-out due to normal eri. Fluoroscopic images identified externalized conductors. Electrical measurements were normal. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.